Manufacturer narrative:
The complainant indicated that the device will not be returend for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a superior vena cava fistula treatment proceduce, stent embolization difficulties were encountered. The customer stated that, "as they were inflating the balloon, the stent came off the balloon and migrated to the pulmonary artery. The inflation of the balloon appeared to displace enough plaque to satisfy the physician." The procedue was succesffully completed with this device without patient injuries or complications. Additional information has been requested regarding this event.